Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported having unexplained high blood glucose levels for two weeks leading up to the call. The insulin pump's history did not show that any alarms had been returned. Blood glucose level was 401.4 mg/dl at the time of the call. No further information was provided.